Manufacturer narrative:
The t:slim x2 g5 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer's blood glucose level was approximately 400 mg/dl. Reportedly, the customer changed pump supplies to resolve the issue, and continued using the pump for insulin therapy. In addition, customer reportedly used cold insulin to fill cartridges. Tandem technical support educated customer regarding cartridge labeling instructions.